Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins had to be changed out so had another ins placed. Pt states they changed out the battery because ins was broke and wasn't working at all. Pt states 3 or 4 years ago and states she isn't sure. Pt states she thinks everything was replaced such as ins and leads however doesn't remember. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp for any further questions. Dr. (B)(6) is the hcp. Pt was also referencing the cardiac device and wasn't sure on dates of scs device that was replaced.